Manufacturer narrative:
The device history records for lot 1016214 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
On (B)(6) 2011, dr. (B)(6) reported pt facial swelling post radiesse injection. The pt was injected under her eyes sometime in (B)(6) 2010. The pt complained of left eye swelling and redness. On (B)(6) 2011, dr. (B)(6) stated the pt was given antibiotics and steroid eye drops for an eye infection; name, dose, frequency and route were not provided. CT scan was ordered. Dr (B)(6) provided CT scan result and an emergency room (ER) physician notes. Per dr. (B)(6), the eye infection was not related to the radiesse injection. Dr. (B)(6), the ER physician stated the pt was seen at the unknown (B)(6) clinic on (B)(6) 2010 and was given "a shot of keflex" and prescribed add'l keflex, dose, route and frequency were not reported. Since then, the pt developed pain with extraocular movement prompting her ER visit. Per dr. (B)(6), the pt did not have some redness, swelling, mild tenderness and slight warmth around her left eye. She had normal ocular exam with full range of motion of her extraocular movements. White blood cell count was not elevated. Dr. (B)(6) stated that a "CT scan of the orbits was obtained to assess for possible orbital cellulitis. This revealed no retrobulbar inflammation. There was some periorbital inflammation noted and some soft tissue fullness of the left nasal lacrimal duct. It appears as if she likely has a preseptal cellulitis and possible dacryocystitis". The pt was placed on augmentin, dose, frequency and route were not reported. Per dr. (B)(6), a dermal filler injection into this pt's face "may have been the source of her infection. Less likely, her symptoms may simply be an inflammatory reaction" to a dermal filler. Dr. (B)(6) did not provide any f/u info on pt's recovery status, as she initially stated that the eye infection was not related to the radiesse injection.